Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 420 mg/dl last night and she delivered bolus but got blood glucose 427 mg/dl. Customers current blood glucose value was 96 mg/dl. Customer stated that they removed the insulin pump and delivered insulin shots. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not returned for analysis.